Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion: as the product has not been returned for investigation and the s/n is not available, the complaint could not be reproduced. Result see conclusion as the product has not been returned for investigation and the sn is not available, the complaint could not be replicated. Device was not returned.

Event description:
Patient reported the up button on the infusion device is non-functional. The protective rubber has come off, and the patient is unable to use the button. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.